Manufacturer narrative:
Additional info: e1 (event site address: (B)(4), contact number: (B)(4)) a getinge field service engineer (fse) went to the site on january 30, 2024 and confirmed that the machine had an automatic inflation failure due to a pim module failure. We quoted the price to the hospital, and the customer agreed to authorize repairs. On february 20, 2024, replaced the pneumatic module assy, perform factory-specified tests, meet clinical use requirements, deliver to customer use.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1address :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) automatic inflation failure occurred .the department¿s mashan replaced the cs100 . There was no patient involvement reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).